Event description:
It was reported that during a nephrectomy procedure the clips would not advance. A similar device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent; 06/18/2007. Info anticipated, but unavailable at this time.